Manufacturer narrative:
Further analysis was performed on the upper case. Bench analysis noted that the radius of the keypad corner conforms to a previous revision, however according to current specifications, the keypad was confirmed to be out of specification.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that after the final test, the battery drawer was discovered it would not open without batteries, lower case was out of specification. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.